Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer, five sub drawers, and one pocket e1 had fallen and required maintenance. A field service engineer logged into hardware test diagnostics, removed all cubie pockets in diagnostics to inspect the moab, found debris between the pockets and the moab, vacuumed all debris, and tested successfully in hardware test diagnostics. The customer inventoried the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had cubie failure. The customer reported that the user was able to remove the medication from another station. The malfunction occurred when the user was trying to issue the medication to the patient and there was a 1-hour delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.